Event description:
It was reported that the customer had high blood glucose levels of 216 mg/dl. The customer also reported that the insulin pump was exposed to water. The customer also reported that the keypad of the insulin pump was unresponsive. The customer also reported reinstalling the battery on the insulin pump to no avail. No additional information was provided.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. No unexpected battery out limit alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners and scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).